Manufacturer narrative:
Concomitant medical products: product ID: 377645, lot# v013771, product type: lead. Other relevant device(s) are: product ID: 377645, serial/lot #: v013771, ubd: 19-oct-2010, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I. The patient mentioned several hospitalizations. The patient said way back when on the day they tried going back to work, they got into a car accident and for 6 months they were living with both leads displaced. They kept complaining about new pain in their back and pain in their tailbone instead of their rsd pain in their foot and leg. The emergency room (ER) doctor did see the one lead but didn¿t see the other. After the patient complained about the pain getting worse and worse, their healthcare professional (hcp) got an x-ray where they saw the lead was resting on their tailbone so the hcp did surgery to put it back in place. This issue occurred within 6 months of the implant surgery. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.